Event description:
It was reported that the patient had a missed pump refill/appointment, and was dismissed from healthcare provider. The reporter stated that the patient also was experiencing mood swings, sleepwalking or "sleeping a lot" upon medication increases. Patient was dismissed by their healthcare provider, and the pump was to alarm for set refill date needed on (B)(6) 2012. The patient had missed an appointment due to a misunderstanding and reporter stated that the patient was dismissed as the medication from the missed appointment had to be wasted by the physician. Patient planned to find a new provider after missing refill with previous one. The medication in the pump was hydromorphone and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10932r56, implanted: (B)(6) 2002. Product type: catheter. (B)(4).